Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient says that they remember meeting with a medtronic representative who "helped regulate their stimulation", but starting a couple weeks ago they have found that their stimulation will be on but then it will turn off on its own. They want to contact the rep to meet with them again. Reviewed rep role and redirected to their doctor (hcp). Pt said the controller will say stimulation is on but when they go to check it again it will say stimulation off. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.